Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a remote monitoring transmission, the right ventricular (rv) lead showed a decrease in r-wave. Undersensing was noted during an arrhythmia and possible oversensing was noted following high voltage therapy. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.